Manufacturer narrative:
Three batteries were not returned for evaluation. The pump, two controllers and a battery were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis on (B)(4) demonstrated this controller was most likely the controller connected to one battery on the side of the patient and did not contribute to the reported event. This controller had an incidental finding of a depleted real time clock battery but did not contribute to the reported event. The rtc was reset to zero most likely, because controller had not been connected to external power for an extended period and its internal coil cell battery had run down. It is highly probable that this controller is patient's backup controller. Log file analysis confirmed the reported loss of power on (B)(4) which revealed a controller power-up and associated motor start with a maximum pump off time of 2 hours, 21 minutes and 9 seconds. The last data point before the loss of power demonstrated that the controller was powered by (B)(4) on port 2 with 48% charge and (B)(4) with 96% charge connected to port 1. (B)(4) also demonstrated communication anomalies between the batteries and controller but this is an incidental finding and did not cause or contribute to the reported event. Heartware has opened (B)(4) to further investigate communication anomalies between the controller and batteries. Analysis of the pump revealed that the device met specifications; the pump passed visual inspection, dimensional verification, and functional testing. Independent pathology report was unremarkable. The two controllers and battery also met specifications; the devices passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power are the power sources being disconnected from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power are the power sources being disconnected from the controller. This is one of two reports (3007042319-2015-02684 and 3007042319-2015-02685) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis: (B)(4): data log file contains only nine entries, they are with zero values on the pump parameters. This indicates that this controller was powered up without connect the pump to driveline port. It is likely that this device is the controller mentioned in the event details "the other controller was connected to one bat. And lay beside the pat". Log files also reveal that the controller real time clock (rtc) was reset to zero. The rtc was reset to zero most likely, because controller had not been connected to external power for an extended period and its internal coil cell battery had run down. It is highly probable that this controller is patient's backup controller. A review of the devices' manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4), two controllers, and four batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis on (B)(4) demonstrated this controller was most likely the controller connected to one battery on the side of the patient and did not contribute to the reported event. This controller had an incidental finding of a depleted real time clock battery but did not contribute to the reported event. The devices were not returned for analysis. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device and inexperience managing alarm situations, as reported by the site, are likely contributing factors. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. An autopsy was performed but the results were not provided so a definitive cause of death could not be determined. The inadequate perfusion that would have resulted during the double disconnection likely contributed to the patient outcome compounded by patient issues related to equipment management prolonging the duration of the pump off time and capability of reconnecting the power sources. The root cause of the reported event cannot be conclusively determined; however, there are patient and procedural factors that may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02684 & 3007042319-2015-02685) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a [?]vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. On 10/23/2015: log file analysis (B)(4): data log file contains only nine entries, they are with zero values on the pump parameters. This indicates that this controller was powered up without connect the pump to driveline port. It is likely that this device is the controller mentioned in the event details "the other controller was connected to one bat. And lay beside the pat". Log files also reveal that the controller real time clock (rtc) was reset to zero. The rtc was reset to zero most likely, because controller had not been connected to external power for an extended period and its internal coil cell battery had run down. It is highly probable that this controller is patient's backup controller. The device is not available for return. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-02684 & 3007042319-2015-02685) submitted for devices related to the same event.

Event description:
It was reported that the patient's wife came home and found the patient dead on the floor. The site suspects that the wife connected the batteries to the controller. The other controller was connected to one battery and lay beside the patient. Later the emergency doctor disconnected the power sources from the controller after it was determined that the patient had expired. The cause of death is "unclear". All of the devices were confiscated by the prosecutor and an autopsy was initiated. Log files were downloaded and sent for evaluation. Investigation is ongoing.

Manufacturer narrative:
Corrected sections: after further review of the file (B)(4) has been moved to concomitant products. Battery (B)(4) will now be reported per log file analysis. Heartware® ventricular assist system - battery (B)(4) / catalog number 1650de / expiration date: 31-jan-2016, returned to manufacturer 07-apr-2016, evaluation in progress, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery (B)(4) / catalog number 1650de, returned to manufacturer 06-may-2016, evaluation in progress, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery (B)(4) / catalog number 1650de / expiration date: 31-aug-2014, returned to manufacturer 12-aug-2016, evaluation in progress, not labeled for single use, (B)(4). Heartware® ventricular assist system - battery, (B)(4) / catalog number 1650de / expiration date: 31-aug-2014, not returned to manufacturer, not labeled for single use, (B)(4). This is one of two reports (MFR. 3007042319-2015-02684 & MFR. 3007042319-2015-02685) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received from the clinical specialist indicates that the patient was experienced in managing the equipment but may have been unexperienced managing alarm situations. When the wife found the patient both power sources were disconnected and she reported hearing a very loud alarm. An autopsy was performed but the results have not been provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02684 and 3007042319-2015-02685) submitted for devices related to the same event.